Event description:
A malfunction was reported on the customer's pump, which displayed malf 1 and included fault ID 0x200c. There was no adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.